Event description:
It was reported that customer experienced blood glucose versus sensor glucose differences when blood glucose were not low. Customer reports that blood glucose was actually 300 mg/dl. Customer also reports that display screen was dark in some areas and lighter in others. Display screen showed a swirl of gray, black, green and yellow in color. Customer did not want to replace insulin pump until visit with trainer. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.